Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui), printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est, short self-test (sst) ) and the performance verification test (pvt); the device operated within manufacturing specifications. Covidien ref: (B)(4).

Event description:
A report was received from the USA with information stating that the device had a blank display. Information received indicated the device was not in use on a patient at the time of the event. The date of the event was not provided.